Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/8/2019, additional information was received indicating patient date of birth is (B)(6) 1973, patient age at the time of event was 44 years old, patient race is caucasian, procedure type was breast augmentation primary, the date of explantation was identified as (B)(6) 2018, the replacement device was an unspecified saline breast implant, and the date of event was (B)(6) 2018.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant medical products: mentor memorygel breast implant 425cc, catalog number 3504251bc, serial number (B)(4), lot number 7010910. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a mentor memorygel breast implant 425cc and experienced device rupture. As a result, the patient underwent removal on (B)(6) 2018. The exact date of explantation is unknown. It has been defaulted to (B)(6) 2018. The side the device rupture occurred on is unknown; therefore, device information has been defaulted to the left side.